Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that physician was convinced about a mechanical compression of the lead at the cervical level. The canal was a bit reduced on the MRI exam but it was far from being a surgical indication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that no additional actions have been taken yet to resolve the stimulation not covering the whole painful area. The physician was talking with their colleague (neurosurgeon) for a surgical lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# :va1qgv5016, implanted: (B)(6) 2018, product type: lead. Product ID: 977a190, lot#: 0212539022, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4) ; product ID: 977a190, serial/lot #: (B)(4), ubd: 17-mar-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s first lead was implanted at the cervical level. The patient started to experience headaches, nausea, and neck pain a few days after surgery. There was no cerebral spinal fluid breach, nothing displayed on exams. The surgeon decided to explant the lead, then everything became normal. A second lead was implanted at the cervical level. The patient described another neuropathic pain on the contra-lateral arm (left). The patient was relieved on their right arm. The surgeon was wondering if they have to explant the second lead. The surgeon could not explain how a lead could produce such symptoms. It was questioned if the lead triggered an allergy/allergic reaction to the lead. The patient was not allergy tested. The physician was thinking that the lead may compress the spinal cord. Additional information was received reporting the second lead was moved to a lower position, upper thoracic position. In this new position of t1, the symptoms disappeared. Now the stimulation was not covering the whole painful areas. No cause of the events was identified. No further complications were reported or anticipated.